Manufacturer narrative:
Ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified. H3 other text : ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was mold on the canopy seals of the giraffe omnibed during service. There was no patient involvement.